Event description:
This lead was implanted on (B)(6) 2001. It has been reported that the lead had high thresholds. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).